Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). The field service specialist (fss) visited customer site and confirmed errors 2012 and error 416 (foot pedal communication error). Fss replaced the hard disk, network adapter printed circuit board (pcb), network cable and graphical user interface (gui). System was found working fine. Fss observed the system during two (2) surgery sessions and no issues were reported. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Event description:
The demo system shutting down and error 2012 (instrument host timeout error) occurring during start up with the whitestar signature system was reported. There was no patient involvement reported.